Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid [30 mg/ml] at a dose of 6.81 mg/day via an implantable pump for spinal pain. It was noted that the patient told them there was dilaudid in the pump but the hcp could not confirm this information. It was reported on (B)(6) 2017 that the patient was admitted to the hospital on (B)(6) 2017 and had been experiencing some apneic episodes and they suspected an overdose. It was indicated that they didn¿t know when it started but that the patient was admitted on (B)(6) 2017 and that last night (B)(6) 2017 the patient was experiencing overdose as well. It was believed that the overdose may have been due to the pump so they wanted someone to come shut off the pump. It was detailed that the patient came in to the hospital unresponsive and was responding to narcan, which was indicated to be the reason why they believed it was an overdose. The patient became a little alert but was still lethargic and somnolent. It was noted that the patient had a few episodes of apnea overnight where they stopped breathing for a couple of minutes and became cyanotic. The patient was given narcan again. It was indicated that they would like the pump stopped since they believe that the intrathecal dose was contributing to the respiratory suppression. It was noted that they did not have access to a physician programmer and it was confirmed that they had not heard any alarms from the pump. It was reported that this was considered a sudden change in therapy/symptoms. The patient¿s concomitant medications included oxycodone. It was noted that they had already contacted the patient¿s managing hcp. The caller was transferred to the national answering service. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was indicated that the cause of the overdose was determined to be a reaction to medications. It was noted that the patient had discontinued oral [medications]. It was reported that the managing hcp gave all information needed to the physician at the facility as actions taken to resolve the overdose. It was stated that the patient was taken care of at the hospital. No further complications were reported.